Manufacturer narrative:
The complaint of leakage on the mc9013 could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The device history review (DHR) for possible lot 13870091 was reviewed, and no non-conformities were found that would have led to the reported complaint.

Event description:
It was reported that a 14" ext set w/0.2 micron filter, clave¿ clear, clamp, rotating luer generated a leak during patient use. The report states that they were infusing paclitaxel when they noticed a leak. It was also reported that the dose was a 24-hour infusion of paclitaxel, with a concentration around 0.8mg/ml. It appeared that the leaking occurred later on during the infusion, according to patient accounts. Additionally, it was reported that the dose started at (B)(6) 2024, 18:33. On (B)(6) 2024, about 4 pm, the patient was sitting in the chair on their computer and noticed a wet stain on their gown. The filter was leaking from a divot. The nurses came to replace and clean the area. There was patient involvement and no reported harm.